Manufacturer narrative:
The surgical table was examined by a berchtold field service technician. The table was visually examined and a performance test of the movement functions were conducted. After performing the tests, the technician was unable to replicate the reported issue. The technician noted that his understanding was that the hand pendant was on the floor near the head of the table when this event occurred. It is possible that the hand pendant was accidently activated by the user, but this could not be confirmed as the customer did not provide any additional information concerning this event.

Event description:
It was reported that while a patient was on the surgical table, the table allegedly proceeded to rise without user activation until the height limit was reached. There was no patient or user injury reported with this event. A berchtold field service technician evaluated the table and could find no issue with the table. The reported event could not be duplicated.